Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information provided as nice bleb has formed in the left eye, pressure is within expected ranges, and the patient is comfortable.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number: (B)(4), lot number: 62683. The event of conjunctival perforation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported after deploying the xen®45 gts, it was discovered that the conjunctiva had been punctured and the xen had passed through the conjunctiva was external to the eye. The device was removed through the puncture and discarded. Surgery was completed with another xen to the unknown eye. No eye injury was noted.